Event description:
It was reported customer had experiencing high and low blood glucose level for a few days and customer's mother has all ready spoke to customer's doctor. Customer's mother wanted the device exchanged and did not want to troubleshoot. Checked device's recorded history. It was noted, customer was having drastic drops in her blood glucose after each bolus. Her drops lasted an average of five hours after a large bolus and had a hard time to recovering. Customer's mother stated the device went into threshold suspend and stayed suspended for 12 hours. Highest blood glucose noted was 463 mg/dl. Varies large boluses noted. Customer's mother was advised there are too many variables going on with customer which are causing unstable blood glucose level currently. Customer's mother was advised to monitor the device. Customer's mother stated she was going to reach customer's doctor again. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.